Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer was experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and customer was throwing up. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual shots and not connected to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.